Manufacturer narrative:
The following functional tests were performed: the device failed self-test. The device was confirmed to be defective and requires replacement. Based on the information available and the testing conducted, the cause of the reported problem was defective AED however the exact component failure cannot be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device speakers are not functioning properly.